Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that a decrease in sensing was observed. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).